Event description:
According to a literature report a pt had experienced an accidental blow to the left eye on (B)(6) 2004. In (B)(6) 2005, the pt underwent a lensectomy and iol implant by scleral fixation as treatment for the injury. Late in (B)(6) 2006, the pt complained of metamorphopsia. In (B)(6) 2006 during an examination, the haptic of the iol was noted to have dropped out from the optic. The iol had a tilt on the left and below. There was not abnormality noted on the optic media or fundus. The pt underwent an iol exchange procedure. During the exchange, it was noted the pt had a pars plana vitrectomy performed during the initial iol implant procedure. The metamorphopsia was noted to have disappeared shortly after the exchange procedure. A month following the exchange procedure, the pt's visual acuity was noted to be approximately 20/25. Additional info has been requested.

Manufacturer narrative:
The product was not returned for analysis; device remains implanted. Product history records could not be reviewed because the rptr did not provide a lot number or any identification traceable to the mfg documentation. A case of spontaneous disinsertion of a haptic from 3-piece intraocular lens after scleral fixation. Authors: tetsuya mutoh, yasushi uchino, yukihiro matsumoto, makoto chikuda. English version of the journal article has been requested. (B)(4).